Event description:
Monitor was sent in to the MFR (corometrics) for service/repair. Customer stated that monitor was experiencing "battery failure". MFR has identified and isolated all models and serial numbers of this monitor type known to contain a specific vendor (eagle picher) battery, which has previously been determined by the monitor MFR to have the potential of leaking causing corrosive damage to the internal components of the monitor. This monitor was identified on the list of monitors containing this specific battery from the specific vendor (eagle picher). Monitor was opened by the MFR and corrosion was visually confirmed.